Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/06/2024, it was reported by a sales representative via (B)(6) that an 5031-000 locking tool and 5030-000 lag inserter were not able to work together in unison. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, 5031-000, galileo lag screw inserter, serial/batch number (B)(6), was received for evaluation. Visual inspection noted signs of wear along the t-handle and on the shaft. Functional testing of the mating part, 5030-000, with a good known device revealed that the devices do not lock as the connector had a small broken piece, which is thus related to the allegation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.